Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2015 and (B)(6) 2015 his blood glucose and insulin history is as follows: (B)(6). The pod was deactivated and he noticed the cannula was bent.